Event description:
A (B) (6) male who underwent surgery for a right distal humerus fracture with internal fixation, a right olecranon re-injury fracture, a right proximal ulna olecranon fracture without internal fixation, and right arm wound debridement. During this procedure a portion of a synthes 2.5 drill bit broke off in the medial column of the right arm. The surgeon immediately notified the staff of the broken drill bit. It was decided to leave this portion of the drill bit in place due to the increased risks with dissection and potential harm to the elbow.